Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 449 mg/dl. The customer was reported that there was crack on the rim of battery compartment and battery cap was came off and missing. The insulin pump will be returned for analysis.